Manufacturer narrative:
H3) the software team was unable to determine the probable cause without further information/logs. The logs were not captured at the time of occurrence. This case may be re-opened if additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that when the system was first plugged in and turned on, it had a boot up screen never seen before with a dell "pre-boot performance check." There were software, registration, and accuracy issues: software with initial bootup. Registration/scan upload issues and inaccuracy detection. Firstly, when trying to import the first spin from the mobile view station (mvs), used universal serial bus (usb) to transfer to mazor. Initially uploaded with correct patient name, but incorrect anatomy (the scan was incorrect) as detected by the fellow as incorrect lumbar (l)1 fracture presentation. The site retried uploading by same usb which then imported that same incorrect scan but under a different patient name. At which points the site tried with an empty usb with no prior stealth or mazor files, on the off chance the scan was being corrupted on the device. At which points the mvs errored "there are no removable devices on this system" on all ports. The site tried again with a second empty usb which resulted in same error temporarily but eventually showed up. Due to the concern, it might be to do with these usb ports, the site then tried by cable with a "direct" import and this was the correct scan under correct patient name. The site proceeded with sending to first trajectory at which point the significant (10 centimeter (cm) robotic inaccuracy was noticed. After completing an accuracy check with the probe, we determined navigation was accurate but the robot arm itself wasn't. The site redid a snapshot just to confirm no navigation inaccuracy. Due to the fact no shoulder shift had been detected by the system and no physical shift of the patient had been noticed, the site worried such a significant shift was due to the weird upload process of the scan. As such per surgeon's decision, the site restarted the process (unmounting, new kit, creating new case, new 3define, new snapshot, new spin) and then immediately used the cable and "direct" import option. At which points correct patient, correct scan was imported, and first trajectory appeared on track. Therefore, proceeded as normal. After 4 screws inserted did another spin as normal protocol to check screws, which detected 1 screw shifted medially (did not match robotic plan). That 1 screw was then removed and replaced using a non-manufacturer imaging system. A 4th spin was then taken to confirm final placement (per surgeon's decision despite extra radiation). When robot sent to first trajectory, the incorrect initial incision was noticed with placement of arm guide prior to any instruments or scalpel used. The inaccuracy detected due to position of robotic arm guide. Accuracy check with passive planar probe (chicken foot) showed robot inaccuracy, not navigation. No known impact to patient outcome. There was a 2.5 hour surgical delay. The imaging system was discontinued, but the surgery was not. The case was completed with robotics freehand. The inaccuracy amount was 100 millimeters lateral to the right of the midline incision. A total of 2 extra spins were performed as well as replanning on the robot and reinsertion of screw. The registration method used was auto-registration.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01605, serial/lot #: 4.1.0, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.